Event description:
During a robotically assisted bronchoscopy procedure targeting a right upper lobe nodule, as the physician advanced the radial probe it was noticed that the patient turned purple. The team immediately aborted the procedure and removed the bronchoscope and radial probe. The patient coded but was revived and transferred to the medical intensive care unit (micu). Patient is stable and discharged from hospital on (B)(6) 2026. No biopsies were taken, and there were no reported issues with the devices. The physician attributed the event to anesthesia and the patient¿s underlying health issue.